Event description:
It was reported the groshong PICC was disconnected from the connector, causing the PICC to slide into the patient's heart. At present, the catheter has been removed through interventional surgery, and the hospital has notified the department of instruments to report adverse events to the national consumables monitoring platform. The PICC slid into the patient's heart and floated to the pulmonary artery, where a specialist was consulted and the catheter was surgically removed, and the patient is currently under observation. ICU patient small bleeding groshong PICC fluid therapy is administered. After 4 days of indwelling, the patient's mood fluctuated, strenuous movement of the arm causes the connector to break and the catheter slides into the heart. At present, the vascular surgery experts of the tertiary hospitals in the province have been invited to perform surgery and remove, and the patient's condition is under observation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter disconnecting from the two-piece connector is inconclusive due to the lack of detail in the returned photo. One photo of a groshong two piece connector was returned for evaluation. The catheter tubing was not visible in the photo. Review of the photo found that no damage was present on the components. Additionally, it was unclear if the two-piece connector had been used since no use residue could be observed and the distal/proximal piece were not assembled together. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue.

Event description:
It was reported the groshong PICC was disconnected from the connector, causing the PICC to slide into the patient's heart. At present, the catheter has been removed through interventional surgery, and the hospital has notified the department of instruments to report adverse events to the national consumables monitoring platform. The PICC slid into the patient's heart and floated to the pulmonary artery, where a specialist was consulted and the catheter was surgically removed, and the patient is currently under observation. ICU patient small bleeding groshong PICC fluid therapy is administered. After 4 days of indwelling, the patient's mood fluctuated, strenuous movement of the arm causes the connector to break and the catheter slides into the heart. At present, the vascular surgery experts of the tertiary hospitals in the province have been invited to perform surgery and remove, and the patient's condition is under observation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.